Manufacturer narrative:
Related manufacturer's report: 2916596-2022-14631. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient woke to a driveline power fault alarm on (B)(6) 2022. 3 attempts were made to clear the alarm, but it returned each time. No obvious kinks in the driveline were observed. Log file review confirmed a driveline power fault on (B)(6) 2022. The patient's controller and modular cable were exchanged, and the alarms resolved. Related manufacturer's report: 2916596-2022-14631.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was confirmed via analysis of the log files; however, the reported alarms did not reproduce during testing of the returned modular cable (lot number: 7627012). The submitted log file and the log file downloaded from the returned heartmate 3 system controller (serial number: (B)(6)) contained approximately 2 days of data combined ((B)(6) 2022 per the timestamp). A driveline power fault alarm associated with a power a broken fault activated on (B)(6) 2022 at 19:26:29 due to the current sense on line a dropping below the threshold amperage. The driveline power fault alarm resolved when the driveline was disconnected on (B)(6) 2022 from 21:33:57 to 21:34:31; the driveline disconnection on (B)(6) 2022 at 21:33:57 is addressed via the modular cable investigation and the pump investigation. The driveline was disconnected again on (B)(6) 2022 at 21:34:39 to exchange the modular cable. The pump maintained a speed above the low speed limit while the driveline was connected. The returned modular cable was connected to the returned system controller (serial number: (B)(6) ) and a mock circulatory loop without issue; the returned controller is investigated under (B)(6). The mock circulatory loop operated above the low speed limit without any issues or atypical alarms produced, including when the modular cable was manipulated by hand. The internal wires integrity was tested and no issues were observed. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the modular cable, lot number 7627012, was manufactured in accordance with manufacturing and qa specifications. The modular cable was shipped to the customer on (B)(6) 2020. Heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including the driveline power fault, no external power, low voltage hazard and power cable disconnect alarm conditions, and the actions to take if the alarm cannot be resolved. The subsection entitled ¿what not to do: driveline and cables¿ describes checking the driveline cable for twisting, kinking, or bending which could cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. Heartmate 3 instructions for use (rev. C) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. D) section 6, entitled ¿caring for equipment¿, explain how to properly care for the driveline cable, and the system controller. Heartmate 3 patient handbook (rev. D) section 10, entitled ¿safety checklists¿, and heartmate 3 instructions for use (rev. C) section f, entitled ¿safety checklist¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller, the system controller power cables, and the driveline for damage. Heartmate 3 instructions for use (rev. C) section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate 3 lvas, including how to properly use the mpu and the actions to take in the event of a power failure. The heartmate 3 patient handbook (rev. D) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.